Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of system revision due to infection. No additional adverse patient effects were reported. This ICD was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the a6: race; b5: describe event of problem; e1: initial reporter phone; e1: initial reporter email; g3: bsc aware date; and h6: patient codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of system revision due to infection. No additional adverse patient effects were reported. This ICD was explanted. Additional information indicated that the patient arrived in the emergency room (ER) and complained of the incision not being fully closed. No additional adverse patient effects were reported. This ICD was explanted.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2340. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had exhibited infection. Additional information indicated that the patient arrived in the emergency room (ER) and complained of the incision not being fully closed. A revision was performed and the implantable cardioverter defibrillator (ICD) along with the right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. This ICD will not be returned.